Event description:
Info rec'd indicates the bed wouldn't go into reverse trend.

Manufacturer narrative:
The technician isolated the issue to the CT cable assembly. He replaced the CT cable assembly to repair the bed.